Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip packages were defective. This occurred on 4 occasions before use. The following information was provided by the initial reporter: material no.: 309657. It was reported that 4 packages of syringes were received and they appear defective.

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received for evaluation. A device history review could not be completed as no batch number was provided. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip packages were defective. This occurred on 4 occasions before use. The following information was provided by the initial reporter: material no.: 309657, batch no.: unknown. It was reported that 4 packages of syringes were received and they appear defective.